Event description:
Hudson ventilator circuit part number 1696-used on an ht 50 ventilator in a pt home. This circuit comes packaged with a couple of small pieces which are loose in the bag. One of the small pieces made its way into the air hose at some point prior to the circuit being used. This caused a partial obstruction and the tidal volume of the ventilator to drop. The pt went into respiratory distress. Luckily the parents were able to figure out the problem and correct it before the incident progressed. I have reported this incident to hudson and they have told me they are going to address it through their quality dept. Dates of use: 1 day: 2008. Diagnosis or reason for use: respiratory failure.